Manufacturer narrative:
The device was received and investigated. The returned device analysis did not confirm the reported difficult to open or close (clip jumping) as well as difficult to open or close (clip close ¿ inability) as no issues were noted during device testing. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a conclusive cause for the reported difficult to open or close (clip jumpiness) and difficult to open or close (clip close- inability) could not be determined. It is possible that user technique during device use could have influenced in the reported issues; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip jumping in the close direction. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Visualization was difficult due to challenging imaging. The first clip was implanted without issues in the mitral valve. To further reduce mr, a second clip was advanced. When attempting to reposition the clip on the valve, the clip was inverted, and the clip would no longer close. The clip then jumped closed to 120 degrees. The clip was not implanted and was removed. A new clip was implanted without issue, reducing mr to 1-2. There was no adverse patient effect, and no clinically significant delay in the procedure. No additional information was provided regarding this issue.